Event description:
As reported by our france affiliate during a transcatheter valve replacement (thv) with a 23mm sapien 3 ultra valve there was resistance encountered while advancing the valve through the 14f esheath+ introducer, which resulted in damage to the distal tip. The valve was successfully positioned, however during valve deployment the balloon burst during inflation. All the material was removed, and the procedure was completed with no injury to the patient. The patient is in stable condition. As per image evaluation the distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, b7, e1: establishment name, address line 1, city, and post office or zip code in this section have been updated; g6, h2, and h10 have been updated.

Event description:
Additional information was received and the procedure was performed in the aortic position by transfemoral approach. The valve was able to be fully deployed. There were no difficulties removing the 23mm commander delivery system (ds) and it was removed as a single unit together with the introducer.